Manufacturer narrative:
Product event summary : the lead was initially not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed ventricular oversensing noted on the electrogram.

Event description:
It was reported that the right atrial and right ventricular leads were sensing noise. The leads were reprogrammed, and then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed a breach due to a depression on the outer insulation.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).